Event description:
The account alleged that the brakes do not hold when set. The pedal pops back into neutral when the bed is moved. No pt impact.

Manufacturer narrative:
Technician found that one of the casters were defective and not holding the brake. The technician replaced the brake caster and tested brakes on the bed and everything is now working fine.